Manufacturer narrative:
Isi has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the instrument (pn 420172-17/lot # n10210510 173) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 2 uses remaining after last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure, with no evidence or claim of user mishandling or misuse. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a torn power cable. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley on the distal end. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No insulation damage was found. No signs of thermal damage were observed. The root cause is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.